Event description:
The family member of a patient reports that patient who has a history fo ventricular arrhythmias, was undergoing renal dialysis. While patient was being dialyzed the family member was telling the attending nurses what to expect. At that time the lifevest device started to alarm. Patient was unconscious during the alarms but regained consciousness after the first defibrillation shock. Patient reported that their chest hurt "a little" . The alarms began again and patient passed out. The family member reported that the alarms went on and off several times. An ambulance was called after patient lost consciousness for the second time. Patient did not regain consciousness and was shocked several times by the paramedics before and during transportation to the hospital. The family member estimated that patient was shocked 20 times between paramedics and ER treatments. Patient died three days later in the ICU.